Manufacturer narrative:
The device was not returned to the manufacturer for evaluation, however films were supplied for review which found: ap and lateral lumbar films show old scoliosis surgery with a single rod and drummond wires l3 and up. Rod has been cut off at l1 and replaced with segmental pedicle screws and rods at t12-l1-l2-l3-l4-l5-s1. There is a vertebral body replacement at l5-s1 well positioned with blush of bone within. Wide decompression laminectomy noted l4, l5. Some lucency is noted around s1 screws. No clear pseudoarthrosis is noted.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the patient had a revision surgery because of pseudoarthrosis. No additional patient complications were reported.